Event description:
It was reported that the customer's insulin pump alarmed a121 (unexpected restart) after a battery change, and that the device settings needed to be updated after every battery change. The customer's insulin pump was replaced. The customer's reported blood glucose value was 160 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump functioned properly during the reset error test with no alarm. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.